Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced for unknown reason. Effective therapy was restored post-operatively.

Manufacturer narrative:
Based on additional information obtained no longer reportable.

Event description:
Additional information received indicate the ipg was electively replaced to remove the recharge burden from the patient, wherein it was determined there was no issue with the device.